Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 74-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The patient had impella suction events due to the impella's position. Patient had device repositioned under echo guidance post episode of vt requiring multiple defibrillations. Device migration is believed to have triggered event, patient had been re-intubated for comfort and was on additional pressor support. Additionally, during the attempt to reposition, the device was pulled back in the aorta and sterile sleeve detached from proximal connection. Patient is hemodynamically stable at this time and has regained improvement of cardiac function.

Manufacturer narrative:
The investigation for the reported arrhythmia, low pump flow, sleeve damage, and repositioning issues has been completed. The pump was not returned for investigation. Data logs suggest an active suction alarm and an impella position in the aorta alarm during the experience of low pump flow. According to clinical findings, the pump was found in an improper position and accidentally pulled back into the aorta during repositioning. This condition of low pump flow and improper position was resolved after following the proper repositioning steps. Damage was noted on the sterile sleeve during the repositioning of the device. The cause of the positioning issue was most likely use related, as clinical information suggests the device was pulled back into the aorta during repositioning, leading to a low pump flow issue. The cause of the sterile sleeve damage issue was most likely use-related, as it occurred during repositioning of the device. As the necessary information and returned device were not provided, the root cause of the vt/vf was not determined.